Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found no image was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and no image was fluid invasion in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue occurred during reprocessing. There was no patient involvement.